Event description:
A healthcare professional reported that when the patient originally came to the hospital ER experiencing polyuria, back pain and polydipsia, the glucose result of 12.1 mmol/l (218 mg/dl) was obtained on pxp meter. The patient was sent home untreated. The patient came back the next day with the same symptoms and the glucose reading was 17.7 mmol/l (318 mg/dl) on the pxp meter which was lower when compared to a lab result of 48.1 mmol/l (865 mg/dl). Patient was admitted to the hospital with dka. The readings when plotted on parkes error grid fell out of range. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown. The device manufacture date is unknown.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.